Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
Information received from consumer patient receiving morphine (unknown concentration/dose) via an implanted pump. Indication for use was noted as non-malignant pain and failed back syndrome-other. It was reported that there was a pump infection that occurred in (B)(6) of 2015. The patient reported infection symptoms. The patient reported that a week after having dental work, they were in the hospital with a massive infection. The patient stated that they did an MRI and CT scan and could not find the infection. The patient was put on 4-5 different antibiotics at the same time while they were in the hospital. When the antibiotics were not working they took the system out and within 2-3 days they headed home, fine. The patient asked if they should have been placed on antibiotics before and after the dental work. The infection was in the pump pocket, the pump was in the back. Symptoms included: fever and redness. The symptoms were considered a sudden change. The infection had not been confirmed. They could never find the source of infection but the symptoms cleared shortly after the system was removed. The system was removed on 2015-(B)(6). The infection resolved. The patient was now terrified of having a new pump because they were told if had not been caught so soon they would have died.